Manufacturer narrative:
No malfunction of specific devices used in the surgery has been reported by the user facility. Review of operative report referenced that poor image quality and angulation during implant preparation and placement contributed to the malplacement and breach of the all. No transfusion was required. The procedure was subsequently completed several days later; the interbody implant was left in-situ and no further problems were reported. Labeling: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation nonunion or delayed union fracture of the vertebra neurological, vascular or visceral injury". Left in-situ.

Event description:
On (B)(6) 2017 a (B)(6) female patient underwent a lateral interbody replacement with posterior fixation procedure at l4/5. During the placement of cage the all was breached which resulted in anterior placement and a 1000 ml blood loss. The bleeding was stopped and implant was left in-situ. The remaining surgery was postponed and rescheduled for a later date.